Manufacturer narrative:
The manufacturer filed a duplicate report for this malfunction on MDR 2518422-2021-03109. Report, MDR was a duplicate and was filed in error. No duplicate malfunction occurred and all reporting is correct on MDR 2518422-2021-03109.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.